Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose was 16 mmol/l. The customer rewinded the device and alarm was deleted. The customer stated that the device alarm again. The customer was advised that the device will be swapped.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to debris at motor slide threads. The insulin pump was unable to verify prime alarm due to motor error alarm at basic occlusion. The insulin pump was received with minor scratched display, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip, cracked case at reservoir tube window corner and missing end cap sticker.